Event description:
It was reported that pump displayed malfunction alarm code ¿malf 0¿ with associated fault ID and that no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, was advised to continue using pump and to call back if malfunction returned, and declined to resume insulin during call.